Manufacturer narrative:
Strip lot used by patient expired on the last day of october 2008. No trending is required. Data analysis will not be performed. No further investigation will be pursued. No corrective action required at this time as no product deficiency was established.

Event description:
Caller (patient's mother) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 3.9; lab: 2.4. Patient used expired test strips.